Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of odd strings of power cable disconnect alarms was confirmed via analysis of the submitted and downloaded log files and the reported event of damage to the power cables was confirmed via visual analysis of the returned product. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file from the returned controller (labeled(B)(4)) and the submitted event log file (labeled (B)(4)) contained relevant data spanning approximately 2 days ((B)(6) 2023, per timestamps). The log file captured a no external power event while connected to battery power on (B)(6) 2023 from 13:30:58 ¿ 13:31:04, 13:32:04 ¿ 13:32:08, and 14:03:06 ¿ 14:17:04 due to the relative state of charge (rsoc) and bus voltage dropped to approximately 0 volts, simultaneously. During this time, both power leads to the controller were disconnected from external power causing the alarm. The backup battery was able to support the system controller and pump speed was not affected. During the evaluation, the controller was visually observed and a cut/tear on the black power cable and a damaged strain relief on the white connector was observed, confirming the reported event. The damage to the power cables was inspected, revealing no issues other than superficial damage. No internal conductors were visible. The cables were then dissected to inspect the underlying wires and a green fluid contaminate consistent with fluid ingress was present. The underlying wires appeared to be in good condition, and the damage to the power cables did not alter the functionality of the cable. Additionally, the controller was functionally tested and was able to operate on a mock loop for an extended period of time without any issues or atypical alarms active. Provided information stated that the controller was exchanged because there was damage observed on the power cables and exchanging the controller resolved the alarms. The root cause of the odd strings of power cable disconnect alarms was determined to be a dual power cable disconnect event where both power leads were disconnected simultaneously. The root cause of the damage to the power cables could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and power cable disconnect alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for immediate review. The log files captured an odd string of power cable disconnects between 13:29:00 and 14:20:58 on 21dec2023. It was later reported that the power cables on the system controller were damaged, and the system controller was exchanged which resolved the alarms.